Manufacturer narrative:
The sample has been received for analysis and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The catheter was placed in the patient's scalp and was secured with sure-lock and opsite dressing. No tape or steri-strips were applied to catheter body. The catheter had been indwelling for 14 days. As the clinician was placing the pt back in his isolette, she noted that the top of the catheter fell into her hand. The bottom of the line was still coiled and secured under the dressing. No fluid accumulated under the dressing and ther wer no IV pump alarms.